Manufacturer narrative:
Evaluation results: one cadd-legacy 1 was returned for investigation in good condition. A review of the event history log did not show evidence of the reported product problem. The customer reported product problem was not replicated. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. The expulsor assembly was replaced due to signs of fluid ingressions by the chassis base. The problem source of the reported product problem was unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. A root cause was not established.

Manufacturer narrative:
The inaccurate delivery code 2339 better captures the event then the previously provided code in the initial report.

Event description:
Information was received indicating that a smiths medical cadd legacy pump was failing accuracy testing by -8.9%. This issue occurred during testing. There was no patient present at this time. There were no adverse events reported.